Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing light sensitivity, headache, vomits and body pain. The cgm was reading 2.2 mmol/l. Her boyfriend called emt around 07:00 pm. When emt arrived, they checked the manual bg and it was 22.0 mmol/l and cgm was still showing 2.2 mmol/l. Emt did not provide medication since patient used her tandem pump to manually administer a total of around 6.50 units of insulin. Emt brought the patient to the ER. At the ER, her manual bg was 22.0 mmol/l and cgm was still showing 2.2 mmol/l to low. The patient was shaking when she arrived at the ER. They administered IV fluids saline and zofran via IV. Stayed at the ER until around 12 midnight (less than 24 hours). Her bg reading was 13.3 mmol/l before going home while cgm was still reading low with no value. The patient was feeling better after the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.